Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2022 due to a driveline infection. The patient was admitted on (B)(6) 2022 with complaints. The patient had a staphylococcus aureus infection initially which was treated with flucloxacillin for a few days and then switched to intravenous cefazolin for 14 days after an antibiogram. A positron emission tomography scan showed a driveline infection up to the diagram in the patient with immunocompromised status after giant cell myocarditis. A decision was made to exchange the pump. The patient was recovering well post exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation, and a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported giant cell myocarditis could not be conclusively established through this evaluation. Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28sep2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the giant cell myocarditis was not device related and was due to pre existing condition.